Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to fully reset pump, completed pump reset with assistance, confirmed error message did not return, and successfully started new sensor session; no additional actions were reported.